Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/21/2023, it was reported by a sales representative via email that an ar-9236-03pp vaultlock glenoid trial broke upon impact on the patient's glenoid. All three broken fragments were removed. The case was completed successfully without further issues. This was discovered during an anatomic total shoulder procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information. The complaint allegation was confirmed. One unpackaged ar-9236-03pp serial/batch number (B)(6) was received for investigation. No functional testing was performed; part is broken. Upon visual evaluation, it was noted that the center peg was detached and that the keel was broken off. A more in-depth visual inspection found dents and nicks present. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is user error for applying excessive force during use. Per dfu-0023-7 at revision 0. Cautions. 4. Instruments with adjustable components must be handled with care. Overtightening or rough handling of the instrument may damage the locking mechanism. Locking mechanisms with internal polymer components may become weakened after repeated autoclaving. 5. Do not use an instrument that is intended to be used with a specific implant on another implant.6. Flexion of the joint with the instrument in position in the joint may result in bending or breakage of the instrument.